Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: when inserted, the tip of the obturator broke. The incision was the average size (5cm). There was no report of pieces falling into the cavity or impacting the patient. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.